Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue.

Event description:
Bausch & lomb received a communication from a consumer who underwent bilateral implantation of the crystalens intraocular lens (iol). This report refers to the right eye. Postoperatively, the pt reports experiencing multiple images. According to the pt, a referring physician noted the iol was "off centered" and explanted the iol. A different iol was implanted and the pt reports that the current vision for both eyes is excellent.